Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged channel a pump head module. To correct the condition, the channel a pump head module was replaced. A 510k number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced two occurrences of a failure code 814:04 on channel a. This condition had the potential to interrupt delivery. This was not reported by the customer. This occurred after the device was received by baxter while servicing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.